Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of device dislocation ("one of the devices got displaced") and genital haemorrhage ("bleedings") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. In 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("tiredness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (removal of tubes and uterus) and surgery (removal of tubes and uterus). Essure was removed. At the time of the report, the device dislocation outcome was unknown and the genital haemorrhage and fatigue had resolved. The reporter considered device dislocation, fatigue and genital haemorrhage to be related to essure. The reporter commented: she rejected essure as she is allergic to nickel. Events did not stop until essure was removed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-sep-2017 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 1.595 cases. Genital bleeding: the analysis in the global safety database revealed 606 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.